Event description:
It was reported that the shaft was unstable and it didn't fix on the handle of the wand. The shaft came off from the handle. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
H6: the device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors not associated with the manufacture or design of the device which could result in the shaft becoming loose from the handle is abrupt contact with a hard object, improper insertion or removal from an apparatus, or force applied to the shaft. . There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.